Event description:
Upon evaluation of the device at the customer's site, the baxter engineer found that the pump had a battery depleted alarm with 2 battery discharges below the alarm threshold. It is unknown when this alarm occurred or if there was any pt injury or medical intervention necessary.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the alarm was caused by damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.